Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc) but the log file of the device was sent to omsc. Omsc checked the log file of the device, and there was no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. Based upon the information from the log file and the state of the display of the monitor, the device had no irregularity and defect, omsc surmised that there was relationship of the monitor to this event. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During a procedure using this device, an endoscopic image disappeared. At that time, a white square was displayed in the upper right of the monitor (non-olympus product, amm240ed). The endoscopic image came back to normal right away. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.